Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge correctly, which allowed the customer to successfully resume insulin therapy.